Manufacturer narrative:
The devices for the malfunction has not been returned to bd for evaluation; however medical records and medical images have been received. The investigation is inconclusive for filter tilt and filter migration. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced migration of device and malposition (tilt) of device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 52-year-old male whose weight was not provided.

Manufacturer narrative:
The devices for the malfunction has not been returned to the manufacturer for evaluation; however medical records and medical images have been received. The investigation of the reported malfunction is currently underway. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced migration of device and malposition (tilt) of device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year-old male whose weight was not provided.